Manufacturer narrative:
It was reported via maude report # (B)(4) that a mach1 device was used in the procedure; however, follow up with the facility confirmed the device was actually a runway. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-02992. Reported via maude report (B)(4). It was reported that during coronary angioplasty, air embolization occurred. The target lesion was located in the circumflex artery. During the procedure, after the 4.0 6fr ebu runway guide catheter was placed, a 3.00mm x 15mm apex¿ balloon catheter was inflated however an air embolus of unknown origin was present and traveled from the distal end of the guide catheter into the left anterior descending artery (lad). The patient became unstable thus code blue was called and cardiopulmonary resuscitation was initiated. Hemodynamics normalized rapidly and the patient recovered with no further complications.